Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The facility reported failure code 810:04. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The reported condition of failure code 810:04 confirms the out of specification ail pcb. The ail pcb was recalibrated and the device was tested.